Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited an anomalous elective replacement indicator (eri) alert. After a device software download, the eri alert was successfully cleared. The patient was in stable condition and would continue to be monitored.